Event description:
It was reported that the user experienced hyperglycemia to 335 mg/dl after hospital discharge while using the ilet, shortly after placing new infusion supplies; the user delivered an additional meal correction, after which the pump algorithm provided only low or basal insulin, and the user was advised to perform a site change due to a suspected infusion site issue; the user subsequently chose to discontinue pump use pending in-person training. Symptoms included hyperglycemia. Outcomes included the need for unexpected medication management. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information and no specific findings, with the medical device problem and involved component not further defined due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.